Event description:
Foreign body in polymer package.

Manufacturer narrative:
An event regarding foreign matter found in the outer powder pouch involving simplex bone cement was reported. The event was confirmed. The product was not implanted. Device evaluation and results: visual inspection of the returned powder pouch confirmed the presence of the reported foreign matter. The foreign matter appears to be a thin shard of cardboard. Material analysis on the foreign material showed that it is potentially a silicate based material. Device history review: DHR review was satisfactory. Complaint history review: chr review confirmed that there were no other similar events reported for this lot. Conclusions: visual inspection of the returned powder pouch confirmed the presence of the reported foreign matter. The foreign matter appears to be a thin shard of cardboard. Material analysis on the foreign material showed that it is potentially a silicate based material. Ncr/CAPA was issued for foreign matter in the outer pouch.

Event description:
Foreign body in polymer package.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.